Event description:
Recently our customer had a pt who is short, but significantly obese. We used the spine table for prone position, for a lumbar fusion. She was on the table for approx 8 hours. The surgeon used regular hip pads on the bed for her. All attempts were made to have her iliac crest on the hip pads. Upon completion of the case when we turned her to a spine position onto her bed, it was noted that the area at anterior hips had a square-like imprint of the pad in her skin. The skin looked very delicate, thin, and slightly wrinkled like it could tear very easily. This area had a bluish cast of color to it. Subsequently, I believe on day 2 postop, her skin in these areas blistered, and the top layer peeled away. She was left with a red area bilaterally that felt and looked "like a burn". It was dressed with a clean pad.